Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, the surgeon inserted the anchor on the microqa+ w/#4oc p3 device into the patient's cavity. When the surgeon was going to knot the anchor sutures, the sutures broke, leaving the anchor without sutures in the patient's cavity. A specialist removed with a clip the portion of the anchor that had remained inside the bone. Another anchor was used to create a new hole. The surgery was successful. The procedure was delayed, though the exact duration of the delay was not specified. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.